Manufacturer narrative:
The device was received not deployed. Inspection of the download data found that the pod delivered 0 pulses and was received in pod state 1, indicating that the pod had not been activated. Upon opening the pod, the reservoir was observed to be empty with the plunger at the bottom of the reservoir. The clutch spring was found to be released from the spring latch and clamped to the tube nut. Without the spring latch keeping the clutch spring unwound during fill, the tube nut was unable to pass through the clutch spring. This prevented the plunger from advancing toward the front of the pod and the reservoir from being filled. The incorrectly installed clutched spring can be confirmed as the cause of the reported hard to push into fill port and fluid leaking from the needle cap. The air vent was observed to not have the covering on it when received. The air vent also was observed to be damaged. The exact cause and timing of the housing vent damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). Insulin was reportedly hard to push into the fill port. The pod was not worn.

Manufacturer narrative:
Correction to d4 - expiration date from unavailable to 9/26/2025. Correction to h11 - additional mfg narrative: the device was received not deployed. Inspection of the download data found that the pod delivered 0 pulses and was received in pod state 1, indicating that the pod had not been activated. Upon opening the pod, the reservoir was observed to be empty with the plunger at the bottom of the reservoir. The clutch spring was found to be released from the spring latch and clamped to the tube nut. Without the spring latch keeping the clutch spring unwound during fill, the tube nut was unable to pass through the clutch spring. This prevented the plunger from advancing toward the front of the pod and the reservoir from being filled. The incorrectly installed clutched spring can be confirmed as the cause of the reported hard to push into fill port. The air vent was observed to not have the covering on it when received. The air vent also was observed to be damaged. The exact cause and timing of the housing vent damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.